Manufacturer narrative:
The directions for use states that the implant must be charged every 30 days to avoid battery depletion.  Based on the information received, the cause of the reported incident is related to user error. During processing of this complaint, attempts were made to obtain patient weight, but it was not received.

Event description:
Additional information was received that surgical intervention was undertaken wherein the ipg was explanted and replaced. Post-operatively, therapy was restored.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not recharge the ipg as recommended. As such, the ipg became inoperable and patient lost therapy. Surgical intervention may take place to address the issue.